Event description:
It was reported that the device could not be interrogated. The device was at end of life (eol) and was explanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed and was due to a depleted battery. The battery depletion was caused by an excessive number of high voltage (hv) therapy delivery. This is considered to be a normal device behavior. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and hv output functions of the device were tested and found to be normal.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported field event of failure to interrogate was confirmed and was due to a depleted battery. The battery depletion was caused by an excessive number of high voltage (hv) therapy delivery. This is considered to be a normal device behavior. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and hv output functions of the device were tested and found to be normal.